Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination where the patient did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. The patient was not hospitalized for this event. On the day of the onset of peritonitis, the patient started treatment with vancomycin (route, dose and frequency not reported). On an unreported date, the patient was retrained on the proper aseptic technique. While the patient was hospitalized for an unrelated issue, the extraneal therapy has been discontinued due to the lack of supplies in the hospital. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.